Event description:
The tip would not come off of handpiece and wire- had to unscrew but still difficult. Finally, the wire was cut, and a hysteroscopic forcep retrieved the piece near end that finally came apart. Staff report other difficulties with this product but no details.====================== manufacturer response for permanent birth control, essure======================notified 4/8/09. Received return number so device can be returned for evaluation.